Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("quasi constant pains on lower belly / abdominal pain for 3 weeks") and menorrhagia ("hemorrhagic menstrual periods / periods lasting 10 days with hemorrhage and blood clots") in a female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), back pain ("lumbar pains"), neck pain ("cervical pains - neck"), anaemia ("anemia"), fatigue ("constant fatigue"), vulvovaginal mycotic infection ("vaginal mycosis"), formication ("formication on legs during the night") and ear pain ("left ear pain"). The patient will be treated with surgery (essure removal planned). Essure treatment was not changed. At the time of the report, the abdominal pain lower, menorrhagia, back pain, neck pain, anaemia, fatigue, vulvovaginal mycotic infection, formication and ear pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anaemia, back pain, ear pain, fatigue, formication, menorrhagia, neck pain and vulvovaginal mycotic infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 477 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("quasi constant pains on lower belly / abdominal pain for 3 weeks") and menorrhagia ("hemorrhagic menstrual periods / periods lasting 10 days with hemorrhage and blood clots") in a female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), back pain ("lumbar pains"), neck pain ("cervical pains"), anaemia ("anemia"), fatigue ("constant fatigue"), vulvovaginal mycotic infection ("vaginal mycosis"), formication ("formication on legs during the night") and ear pain ("left ear pain"). The patient will be treated with surgery (essure removal planned). Essure treatment was not changed. At the time of the report, the abdominal pain lower, menorrhagia, back pain, neck pain, anaemia, fatigue, vulvovaginal mycotic infection, formication and ear pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anaemia, back pain, ear pain, fatigue, formication, menorrhagia, neck pain and vulvovaginal mycotic infection with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-aug-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.